Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds due to lead dislodgement. It was suspected that the lead might have dislodged when the patient had left atrial appendage closure done a few week ago. The lead was explanted and replaced without any complications. The patient's condition was stable post procedure.